Manufacturer narrative:
Results of investigation: the suspect device was returned for investigation. Vyaire medical was not able to verify the customer complaint regarding incorrect vte readings during patient use. The reported complaint was unable to be confirmed or duplicated. Visually inspected on uut (unit under test) assembly, there was visible defect on pigtail power cord. The uut was powered on vent maintenance allowing the vent to warm up at nominal settings for one hour in servo mode before performance checkout test. Performed final checkout test volume operation and tidal volumes and all tests passed within specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that ltv 1200 has incorrect vte readings during patient use. The customer confirmed that the reading was abnormally high during patient care and, in result, dropping the patient's etco2. The patient was not harmed as per reported event.

Manufacturer narrative:
The equipment was received in vyaire facility for evaluation. The event trace was downloaded and being reviewed. The unit is placed on extended tests using customers' settings. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.